Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end was broken and deformed, the lg cover glass was chipped, and the adjustment ring and control body casing was crystallized and yellowed, component failure of the insertion section, component failure of the distal end cover glass, component failure of the main body. Based on the results of the investigation, it is likely the following led to the malfunction: the distal end was broken and deformed, it is caused by the component failure of insertion section. The lg cover glass was chipped, caused by the component failure of the distal end cover glass, and the adjustment ring and control body casing was crystallized and yellowed, caused by the component failure of the main body. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device image becomes blurred, indistinct or noise. The issue was found during a reprocessing. There were no reports of patient harm.